Event description:
The surgeon had the laser fiber inside the patient through the scope and sheath per usual, and the tip/end of the fiber broke off. The clear plastic end was visualized in the sheath which was then removed from the patient. Staff was unable to recover the tip from within the sheath.